Event description:
Additional information received reported that the patient received new extensions and a new battery. A full recovery and satisfactory stimulation was reported.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation which started when he woke this morning. There was no known accident or incident related to the onset of this event. The patient tried adjusted their stimulation up to 10 volts but she was still unable to feel the stimulation. It was noted that the patient was a workman's compensation case and would take up to a month before they could get authorization to visit their physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3998, lot# l86469, implanted:2000-(B)(6), explanted: na, transmitter model 3210, serial# (B)(4). (B)(4).